Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax #: (B)(6). Initial reporter address (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "black foreign mater" was found on a bd insyte¿ autoguard¿ bc shielded IV catheter prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation results: one sample unit was received for evaluation by our quality engineer team. Upon examination, white and black matter was observed near the tip of the catheter tubing. The white matter was identified as non-foreign catheter tubing residual. The black particulates were within the non-foreign lubricant applied to the catheter. The soiled lubricant was introduced during the manufacturing process. A device history record review showed no anomalies or quality issues during the production of the provided lot number that could have contributed to the observed defects. Cleaning is performed each shift to minimize the potential for foreign matter introduction. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Device/batch history record review findings: lot 5254630; was built on afa line 10 on 17sept2015 through 21sept2015 and packaged on lines 9 and 11 in the quantity of 156,410 ea. DHR review disclosed no indication of the defect as there were no related rejected findings throughout the build of this lot that would impact upon the quality of the product of the catheters for the defect noted in the pir. All required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. In process samples for foreign/non foreign material, particulate loose or embedded were conducted at various stages throughout the process, all the inspections passed per specifications. No significant discoveries were disclosed. Sap (qn) database review findings: subject code was an s1 severity ranking. Review was conducted for this MDR- level a investigation; as a result of the review there were no related reject activity findings relevant to the defect associated with the lot number provided for this incident. Observations and testing: received one 24g bd insyte autoguard IV catheter bc unit within an opened package fro lot 5257630. The unit consisted of the needle/hub assembly which was fully retracted within the safety shield (barrel) and the catheter/adapter assembly and protective needle cover placed on the barrel/grip. There was white and black fm at and near the tip of the catheter tubing. Visual/microscopic examination: white fm was present at and near the tip the catheter tubing which was identified to be non-foreign (catheter tubing residual) that was created as part of the normal tipping process. There was fm (black and clear particulate, black specs and a clear substance) on the catheter tubing in the area below the tip of the tubing which was determined to be lubrication (lube) with specks that were carried on by the clear lube. The lubrication is not foreign and is part of the process. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Conclusions: confirmation of the subject of foreign matter, as stated in the pr, was conclusive with the unit provided for this incident. Confirmed there was white fm (non-foreign / tubing residual) and (non-foreign / soiled lubrication with specks at/near the tip of the catheter tubing which would render the unit defective. The characteristics of the fm (non-foreign) observed in this incident; was evidence to confirm and support manufacturing process related issues for the reported defect of the returned unit; as the non-foreign was introduced during the manufacturing process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.